Manufacturer narrative:
Investigation by sysmex corporation in (B)(4) found the poly switch on the pcb no. 10022 to be charred due to excessive heat. This switch is a return type fuse that helps protect against damage caused by power surges. A short circuit occurred in the wiring between the pcb and the heater transistor. The pcb protection component is designed to block the overcurrent by a short circuit. This component did not perform as designed. The pcb was replaced on the analyzer and the user was able to continue patient testing. The pcb is made of flame resistant materials and covered with a metal shield, but excessive heat from the malfunction poses a risk of inhalation of smoke and/or harmful vapors from melted materials. The pcb board is not accessible to the user, and is grounded, reducing the potential for harm due to shock.

Event description:
The user reported a burnt smell coming from the analyzer. There was no report of flames. A field service engineer (fse) was dispatched and found part of the printed circuit board (pcb) was charred.